Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage no, batch number k00u0f, cartridge pan in place/condition yes/good, condition of drivers good, lockout tabs on pan condition bent, position/condition of wedge sleds partially fired. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism good, condition of knife good, condition of wedge bands good, is hyper lockout condition present no. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "cracked" during surgery. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The instrument cartridge had a bent lockout tab on the pan which indicates that the instrument's firinc cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly. Co stives to understand each incident as it occurs in order to continuoulsy improve products.

Event description:
It was reported the device was used during a salping oophorectomy procedure. It was reported by the affiliate that the device cracked during firing. A new device was used to complete the case. There was no pt consequence. Additional info rec'd on 9/12/97. It was reported by the affiliate that when firing the device, both the handle and the trigger cracked.